Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's grip cable to be derailed. The instrument was placed on an in-house da vinci system. The recognition and engagement tests passed. The grips were slightly difficult to open and close. The instrument housing was removed to find the grip cables derailed at the clamping pulley. Cable derailment may cause the instrument to not open and close properly. Failure analysis investigation also found the distal end of the instrument's main tube had a scratch mark/abrasion with light material removal. The scratch measured approximately 0.061 and was not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the additional finding of the scratch mark on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci cystectomy surgical procedure, it was observed that the jaws on the prograsp forceps instrument do not open all the way. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.